Event description:
The pt underwent an endarterectomy procedure on 12/3/1997. On 12/5/1997, a reoperation was performed due to poor blood flow at the operative site. The subject device was used to attach a dacron prothesis on one side and polypropylene suture was used on the opposite side of the vessel to hasten the procedure. Twenty four hours post-operatively bleeding occurred at the operative site and a reoperation was performed. It was determined that several clips has slipped from the application site. Polypropylene suture was applied. The surgeon again reoperated the following day as a dissection of the iliac artery was suspected. Approx 48 hours later (on 12/9/97); the pt expired. According to the surgeon, the pt's death is not associated to the subject device.